Manufacturer narrative:
Evaluation of returned device is in progress. A follow up report will be submitted when the evaluation is complete.

Event description:
Patient arrived for dialysis treatment. When accessing, dialysis nurse noted leakage from external extension of catheter (blue extension tubing).

Manufacturer narrative:
The device involved was returned for evaluation. Visual inspection revealed a small cut just below the venous sleeve. The cut appears smooth as if produced by a sharp instrument, not jagged as it would be if it was torn. As the device was implanted for more than 3 weeks prior to this event, it is determined the root cause is most likely not manufacture related. This device family is 100% leak tested during manufacturing. Damage such as this would have been detected during the testing. The instructions for use (IFU) includes the following catheter precautions: do not use sharp instruments near the extension tubing or catheter lumen. And do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.